Event description:
Vacuum extraction used for delivery. Baby subsequently had apneic episodes, seizures. Required intubation. Computer tomography showed small areas of intracranial hemorrhage and probable anoxic encephalopathy. Electro encephalogram markedly abnormal.